Manufacturer narrative:
By checking the sterilization chart of the lot# 1711942/ster 1700320, no anomaly was found. Therefore, we can state the overall number of components had been regularly sterilized before being placed on the market. Limacorporate received no further information (e.g. X-rays, explants) on this case. At this stage, with the very few information available, it is not possible to deeper investigate this case. The only analysis we could perform was the check of the sterilization charts, which did not show any anomaly on the all components manufactured with the lots/ster. Involved. We would like to specify that our instruction for use, always provided with our implants, highly recommend not to combine lima products with components made by other manufacturer (as happened in this case). In conclusion, based on the few information received, this event cannot be classified as product related. Pms data: according to our pms data, we are aware of 5 revision cases due to infection on a total of more than (B)(4) delta neutral liner code 5885.51.xxx sold ww since 2007 (specific revision rate of (B)(4)); none of the case we could investigate was classified as product related. No corrective action for this specific case. Lima corporate will continue monitoring the market.

Event description:
Revision surgery of hip prosthesis due to infection performed on the (B)(6) 2019. Previous surgery took place on the (B)(6) 2019 and, according to the info provided by complaint source, was also a revision surgery of components manufactured by a lima competitor. During current surgery, a washout was performed and the following components were removed and replaced: femoral head (not manufactured by limacorporate); delta neutr.liner øint 32mm #m code 5885.51.158 lot# 1711942 ster. 1700320; delta angled spacer 10°# l+5 - not marked in USA; the delta tt one cup and the femoral stem (not manufactured by limacorporate). Previously implanted remained in situ. Germ responsible for the infection was not known. No further information provided by the complaint source. Event happened in australia.

Manufacturer narrative:
By checking the sterilization charts of the involved components (lot# 1711942 ster 1700320 and 1813882 ster 1800319) no anomaly was found on the 38 liners and 60 spacers placed on the market with these lot's, thus we can state that these components have been regularly sterilized before being placed on the market. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to infection performed on (B)(6) 2019. Previous surgery took place on (B)(6) 2019. During surgery the following components have been removed and replaced after a washout: head (code/lot unknown), delta neutr.liner øint 32mm #m code 5885.51.158 lot# 1711942 ster. 1700320; delta angled spacer 10°# l+5 code 5886.15.505 lot# 1813882 ster. 1800319; event happened in (B)(6).